Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced video processor (vp) and endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. Isi has not received the units for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) they received a non-recoverable error 307. The tse asked to reboot the system and check the connection on back of the video processor and endoscope controller. The system powered on without error but after 10 min the error 307 return. The tse asked to reboot the system and replace the endoscope, but every 10-15 minutes, error 307 appears again. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no increased in port incisions and no additional ports were placed. The patient tolerated the change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive video processor (vp) and the endoscope controller (ec) involved with this complaint to perform failure analysis. The vp was returned for failure analysis and the reported error 307 was confirmed but not replicated. In the error logs, error 307 was found indicating that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vp was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The ec was returned for failure analysis, and the reported failure was confirmed but not replicated. In the error logs, error 307 was found indicating that the fault had occurred in the field. The unit was installed and tested into a golden system where the component functioned as expected. This unit was installed into the test system and video test was performed, 10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec worked as expected. The event was confirmed based on error log review, but the issue was not able to be confirmed nor replicated based on the failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.